Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent a semi-emergency endovascular treatment for contained rupture of a thoracic aneurysm with back pain by implanting two gore® tag® conformable thoracic stent graft with active control system. Waking up after the operation, the patient complained that he had abnormal sensation in his lower limbs. Also reported difficulty in walking. The patient is monitored while undergoing rehabilitation. The physician commented that the event might be related to the patient anatomy, a shaggy aorta, or long treatment length. This patient has a history of cerebral infarction.

Manufacturer narrative:
H6: conclusions code - added code 22. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, neurologic damage.